Event description:
Related manufacturer reference number: 2017865-2022-13119. Related manufacturer reference number: 2017865-2022-13120. Related manufacturer reference number: 2017865-2022-13121. It was reported that the patient presented to the hospital and it was noted that the implantable cardioverter-defibrillator (ICD) exhibited backup vvi mode. It was reported that the patient has deceased. There is no known allegation from a health care provider that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event was determined to be due to external interactions.

Event description:
It was reported that the patient presented to the hospital and it was noted that the implantable cardioverter-defibrillator (ICD) exhibited backup vvi mode. It was reported that the patient has deceased. There is no known allegation from a health care provider that suggests that the death was device related. The cause of death was unknown. No additional information was reported.